Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the needle guard did not remove when gently twisting. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available